Event description:
The customer called initially because the numbers on the screen were faded. The customer had changed the batteries, but that did not help the problem. The customer had owned the meter for two years and had just changed the batteries a month earlier. Customer service had the customer push the button on the front of the meter. The customer confirmed that the numbers were faded and it was also discovered that some segments were missing. The battery icon continued to show on the screen. Customer service had customer check batteries. The batteries appeared to be installed correctly. Customer service explained that the meter needed to be replaced. The customer called back after hanging up and stated that one of the batteries had not been pushed in all the way. The problem was corrected, but the customer still prefered to receive the new meter.